Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion in the lcx. The lesion was tortuous and had (B)(6) stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated, but the device could not pass the lesion due to its severe calcification and tortuosity. No patient complications are reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 6th distal segment was raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation codes, results/conclusions: stent deformation. Tortuous vessel with (B)(6) stenosis and severe calcification. Stent deformed in vivo during positioning. (B)(4).